Event description:
It was reported that the patient's implantable cardiac monitor has migrated over the last month and is now protruding out of the skin. The physician has decided to reinsert the device deeper into the breast tissue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).